Event description:
Pushed and flushed still read error. Manufacturer response for balloon catheter ivl catheter, balloon catheter 6.0 mm x 80 mm - 150 cm shockwave e8 ivl catheter (per site reporter).